Event description:
It was reported that a user experienced failure of dexcom g7 glucose values to display on the ilet after a sensor change, while readings were present in the dexcom g7 mobile app; support assisted the user to verify the g7 sensor code and update the pairing code in the ilet, after which the sensor began pairing, indicating an intermittent communication failure involving the ilet¿s wireless interface and related antenna component. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet associated with intermittent communication failure, with relevant device components being the electrical/antenna subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.